Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump generated alert 60 indicating a bluetooth communications error while the pump showed approximately 95% battery, and repeated restarts did not resolve the issue; the issue was associated with a failure to read input signals and involved the circuit board component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed signal loss consistent with a communication failure linked to the device¿s circuit board and characterized by failure to read input signals. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.